Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
The distributor alleged a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.